Event description:
Since 1990, pt has had rashes on her hands, respiratory distress which had gradually increased to the point of severe respiratory reaction. Stopped using gloves 1/95, but continued to have respiratory problems when working with employees who used the latex gloves.